Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. Concomitant medical products: tru fluted stm ext 12mm x 160mm blast (cat# 02-012-64-1216 / serial# (B)(4)).

Event description:
As reported, during the implantation of the left tibial component the male patient sustained a tibial fracture. Surgeon thinks that the placement of the tibial gps tracker pins placed caused a weakness in the bone which subsequently fractured during tibial implantation. Surgeon added a tibial stem and smith and nephew plates/screws to secure the site and a successful implantation of the tibial tray. The device is not available for evaluation as the device remains implanted. It was reported that it appears there was no patient impact due to a delay to repair the fracture. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) as reported, during the implantation of the left tibial component the male patient sustained a tibial fracture. The surgeon believes that the placement of the tibial gps tracker pins may have caused a weakness in the bone which potentially contributed to the fracture during tibial implantation. The surgeon added a tibial stem and smith and nephew plates/screws to fix the fracture site and the tibial try was successfully implanted. The pins and tracker are not available for analysis as the hospital will sterilize and re-use the equipment. The patient remained stable throughout the surgery and was last known to be in stable condition following the event. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. Fracture is a known potential complication associated with the use of these devices. The cause of the reported tibial fracture is most likely related to traumatic forces encountered during the preparation of the bone for use of the gps system.